Manufacturer narrative:
Additional information: b2, b5, b6, b7 and h6. B5: upon follow-up, it was reported that the peritonitis was manifested by abdominal pain. It was reported that on an unknown date the patient was hospitalized for peritonitis, then subsequently discharged on an unknown date. On an unknown date, pd therapy was discontinued, the pd catheter was removed, and the patient was switched to hemodialysis therapy (three times per week, ongoing). At the time of this report, the patient was not recovered from peritonitis (previously reported as recovered). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The peritonitis was manifested by cloudy pd effluent. It was not reported if the patient was hospitalized for the event. The patient was treated injection vancomycin (1gm, every 72hrs, intraperitoneal, discontinued), injection ceftazidime (1gm, once a day, intraperitoneal, discontinued) and injection meropenem (1 gram daily, intraperitoneal, discontinued)for peritonitis. On an unknown date, the patient recovered from peritonitis. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.